Event description:
Patient reported their meter/hcp meter comparison results were 106 mg/dl(ss) versus 146 mg/dl (hcp), respectively (27% difference). Control test reading was low out of range. No symptoms were reported. On follow-up, patient confirmed the above results. Lfs representative reviewed qc procedures with patient. The meter was replaced. There was no allegation of harm.